Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did allege medical treatment and injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol composix kugel (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1) and (device #2) on (B)(6) 2009 and (B)(6) 2011, and implant of an unspecified bard/davol perfix plug on (B)(6) 2009. Attorney alleges medical treatment and unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against only the two (2) composix kugel hernia patch (device #1) and (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."